Manufacturer narrative:
(B)(6) the product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
After placement of the 120 cm. Smart flex vas 5 x 40 stent, it was not possible to move the stent delivery system (sds) and it had to be retracted together with the non-cordis guidewire. There was no reported patient injury. Additional information received indicated that the sds became stuck on the guidewire and had to be removed together with the guidewire. A new guidewire was placed and the procedure was finished successfully. There were no negative consequences for the patient. No further information is available.

Manufacturer narrative:
After clinical review, the subject code for the product file was changed. The complaint file reportability was changed to not reportable. No additional information will be forthcoming.